Manufacturer narrative:
The device was received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a denovo lesion located in the mid-right coronary artery that was moderately calcified, mildly tortuous and 90% stenosed. After the lesion was rotoblated, a 3.5 x 15 nc trek balloon was advanced to the vessel and inflated to 12 atmospheres, twice; however, after the second inflation, the balloon only partially deflated and was withdrawn partially inflated. There was no reported adverse patient effect and no clinically significant delay in the procedure. The device was replaced with another balloon to continue to complete procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material rupture was confirmed; however, the the reported deflation problem could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing non-conformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the moderately calcified anatomy resulted in the reported material rupture/noted balloon pinhole and the reported deflation issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: at some point, a pinhole was noted in the balloon. No additional information was provided.